Manufacturer narrative:
(B) (4).

Event description:
The patient no longer had effective stimulation. The patient experienced a shock. Leak breakage was suspected. The lead was replaced. There was reported to be no patient injury. The patient was "fine" following the lead replacement.